Event description:
Reporter alleged that the customer fell while trying to seek help when she felt hot and clammy. Reporter stated that she collapsed and was unresponsive when he called her and an ambulance was called. Reporter alleged the customer received a result of 1.2 mmol/l on a professional system compared back to back with a result of 14.0 mmol/l on the advantage system when testing was performed within 10 minutes. Reporter stated that the customer was given a glucose supplement to bring her readings up. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Manufacturer narrative:
The event occurred in (B)(6).